Manufacturer narrative:
(B)(4). The reported complaint of iab "balloon tip broken while insertion" is not able to be confirmed. The product was not returned for the investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "it was reported that "balloon tip broken while insertion". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#3010532612-2025-00144.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that "balloon tip broken while insertion". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condiiton is reported as "fine". Please see associated MDR#3010532612-2025-00144.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Upon return, the peel away sheath was noted on the iabc outer lumen. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The wire-round was noted unraveled and the iabc central lumen was noted broken at approximately 5.8cm from the iabc distal tip. The iabc outer/central lumen was noted bent at approximately 42.9cm and 45.1cm from the iabc luer end. The iabc outer lumen was noted damaged consistent with being buckled approximately from 46.5cm to 54.6cm from the iabc luer end. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the iabc helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was test-ed and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute ac-cording to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested accordance with testing meth-ods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lu-men. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 1.5cm from the iabc luer, which is the location of the clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon tip broken while insertion" is confirmed. During the in-vestigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The broken central lumen can cause difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "it was reported that "balloon tip broken while insertion". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condiiton is reported as "fine". Please see associated MDR#3010532612-2025-00144.